Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
During a laparoscopic prostatectomy procedure, the silicone iris of the device tore and the upper ring became detached from the bottom ring. This happened after surgeons had been operating through the iris with metal instruments. There was no pt consequence. The case was completed with another device of the same product code.